Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 28jan2019. Philips customer support verified with customer that the blower is not running and suggested replacement of the mc pcb and possibly the blower or central processing unit (cpu) due to the short. Provided parts ID for the mc pcb. Customer followed up to report he replaced the mc pcb to resolve the issue and performance verification (pv) passed.

Event description:
"Blower stall check vent alarm" (code 1134). Customer reports that while working on the unit a screw was dropped inside and caused sparking on the motor controller printed circuit board (mc pcb). Mc pcb shorted out and now the unit gives error code 1134. No patient/user harm reported. Event date not specified; estimate used.